Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the target lesion. Vascular access was obtained via the right radial artery. The 85% stenosed, 12 x 3.00mm de novo target lesion was located in a mildly tortuous, moderately calcified, left circumflex artery. Following predilatation with a 2 x 9mm semi-compliant balloon, the 3.00 x 16mm promus element stent delivery system (sds) was introduced. The sds was unable to cross the lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the stent was detached/separated from the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: visual examination of the returned device revealed that the stent was not received for review, only the stent delivery system (sds) was returned. Visual examination of the returned sds found no issues with the returned device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon had been inflated and there was a considerable quantity of contrast media inside the inflation lumen of the balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).